Event description:
Customer reported a pt death occurred. Customer indicated there is no malfunction alleged, however, a check of the equipment was requested. Investigation/conclusion: ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued, when the investigation has been completed.